Event description:
Customer reported malfunction labeled as "malf 9" on the insulin pump and experienced this issue at least three times previously without any events causing blood glucose levels to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.